Event description:
It was reported that the customer's insulin pump had a blank display. The customer stated that she had gone through 10 batteries, but the issue persisted. The customer's blood glucose was 193 mg/dl. Troubleshooting was done. The customer stated that the insulin pump had not been bumped, dropped or exposed to water. Troubleshooting could not be completed due to a lost battery cap. The customer later reported that she had inserted the battery in the wrong way. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.